Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a temporary failure to pair a dexcom g7 cgm to the ilet, resulting in the system operating in bg run mode until cgm connectivity was restored and insulin delivery resumed after a manual bg entry. Symptoms included hyperglycemia with a peak blood glucose of 230 mg/dl. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, no medical intervention, no need for assistance, and no acute health effects. Investigation included customer education and troubleshooting that addressed cgm pairing and correct use of manual bg entry during cgm disconnection. Investigation of this case revealed that cgm connectivity to the ilet was initially unsuccessful but subsequently established, and that the user had allowed the bg run mode timer to expire without manual bg entry, which contributed to elevated glucose. It was concluded, based on previously established findings for similar reports, that user technique and transient cgm pairing failure were the likely causes.